Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery depleted 3 years in the last year. Technical services (ts) used a battery analysis tool and found that the the recommended safe replacement interval was 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery depleted 3 years in the last year. Technical services (ts) used a battery analysis tool and found that the recommended safe replacement interval was 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.